Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, iegm and marker were not perfectly synchronous in an avbi episode dated (B)(6) 2010 at 02:01. The physician requested an explanation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united sates. Analysis is pending.